Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 06-mar-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the lens was received inside the lens daisy wheel. The original folding carton, dfu, patient stickers, and implant identification card were also received. During a visual inspection, the device was inspected under magnification. The lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned. One half was chipped on the edge, and the other half presented with damage at the edge of the optic. The complaint issue "dc-cosmetic issues" was not identified during photo and product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review, it was noted the 10-feb-2025 date entered in section g-3 date received by manufacturer/awareness date was incorrect. Therefore, the correct information, 06-feb-2025, is captured in this supplemental report. The following sections have been updated accordingly: section g-3 date received by manufacturer/awareness date: 06-feb-2025 as the 10-feb-2025 date was incorrect. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: information cannot be provided due to personal data privacy legislation/policy. Section a-3a patient sex: information cannot be provided due to personal data privacy legislation/policy. Section a-3b patient gender: male. Section a-4 patient weight: information cannot be provided due to personal data privacy legislation/policy. Section a-5 patient ethnicity: information cannot be provided due to personal data privacy legislation/policy. Section a-6 patient race: information cannot be provided due to personal data privacy legislation/policy. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After the zcb00 model intraocular lens (iol) was inserted in the patient's eye, the surgeon noticed a large scratch that would affect the iol's ability to work. The iol was removed during the same procedure and a new lens was inserted; there were no issues noted with new lens. There was no incision enlargement, no medical attention, no medication prescribed (outside of standard care), no procedural delays, no sutures, and no vitrectomy during the procedure. Iol directions for use were followed. The patient can perform his daily activities as he did prior to the surgical procedure and his status post procedure was reported as fully recovered. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.